Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: pump was returned with a crack alongside the battery compartment and from top traveling to bumper. Pump casing cracked at the top right corner between display lens and pump seal. Threads on battery cap are stripped and are unable to secure. Test battery cap was able to secure and was used for testing.